Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt called in because they're scheduled on the 17th to get the non-rechargeable neurostimulator but wanted to get additional information to help them decide before the 17th. Pt asked how long the battery lasts and agent provided information. Pt wanted more information on battery depletion and agent clarified that implant longevity depends on their usage and redirected the pt to their hcp. During the call, the patient (pt) then reported that they needed to charge their implant every second day and they're getting tired of putting the recharging paddle and getting the ins charged that's why they're considering the non-rechargeable implant battery. Agent needed to do a callback to clarify and during the callback agent asked if the issue started ever since the implant. Pt clarified that sometimes they needed to charge the 3rd day but the setting had been the same for the last 2 months. Pt mentioned that they turn off the stimulation at night and turn on during the day. Pt then added that in the gym they turn the intensity "up even higher". Agent reviewed implant battery depletion to pt. Pt added that they called the hcp and was just waiting for a manufacturer representative (rep) to call them. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.